Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive on the male external catheter was very hard to remove and left patient very uncomfortable and did not want to try to use them again. No medical intervention was reported. Per customer via phone on 12dec2024, it was reported that they believed the male external catheter had a design flaw. Customer reported that there was sufficient adhesive on the catheter, but it would fold on itself during use causing it to kink and cause blockage. When that happened, the urine does not drain properly. Customer also reported that the inlet valve on the leg bag does not stay open all the time which caused blockage and does not allow the urine to flow. Lastly, the customer mentioned that the company should let other customers know that a solvent may been needed when removing the catheter. Sometimes the adhesive was strong and could damage the skin during removal.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the adhesive on the male external catheter was very hard to remove and left patient very uncomfortable and did not want to try to use them again. No medical intervention was reported. Per customer via phone on (B)(6) 2024, it was reported that they believed the male external catheter had a design flaw. Customer reported that there was sufficient adhesive on the catheter, but it would fold on itself during use causing it to kink and cause blockage. When that happened, the urine does not drain properly. Customer also reported that the inlet valve on the leg bag does not stay open all the time which caused blockage and does not allow the urine to flow. Lastly, the customer mentioned that the company should let other customers know that a solvent may been needed when removing the catheter. Sometimes the adhesive was strong and could damage the skin during removal.